Manufacturer narrative:
Neither pt injury nor medical intervention was required. This was a male pt being treated in the surgical intensive care unit (sicu). The pt had a history of having a recent liver and kidney transplant. It was reported that the pt was too unstable for regular hemodialysis. The pt was being maintained on mechanical ventilation. The pt was on a vasopressin intravenous drip, dose unk. He was reported to be very acidotic and receiving bicarbonate intravenously. No other pt info was provided. On 8/21/06, a gambro technical services (gts) field rep inspected the machine. He verified all pressure transducers, scales, reposition pump functions and calibrations. All tested to be within MFR's specs. He was unable to find any problem with the machine for the reported condition of inaccurate weight removal. He checked the event history and found many occasions of incorrect weight change alarms that were not addressed, but only cleared. He documented thirteen dialysate weight change incorrect alarms occurring between 13:51 to 14:30. Facility's rn, staff nurse reported that when the alarms occurred the machine was next to the ventilator and the tubing kept hitting the dialysate bag. The prisma safety alert training for this facility was conducted on 1/31/06. This staff nurse reported that she did not attend the training nor did she later receive this training.

Event description:
The customer reported the machine removed too much fluid during a pt's treatment. The treatment had been initiated at 7:37. The pt fluid removal rate was programmed at 280 ml/hour. At 14:00, the machine recorded a pt fluid removal of 837 ml for an excessive fluid removal of 597 ml. Facility's registered nurse (rn), staff nurse decreased the pt fluid removal rate on the machine to 20 ml/hr, but noted that the recorded amount was more than what the machine had been programmed for. She reported that the total amount of excessive fluid taken from the pt was 840 ml. At 15:24, the pt's blood in the extracorporeal system was returned and the session was discontinued. Facility's rn, staff nurse reported that the pt did not need any fluid replacement therapy and that the vital signs remained stable. The treatment was reinitiated in 2006.